Manufacturer narrative:
(B)(4). Approximate age of device 9 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while in clinic on a grounded patient cable, the lvad system experienced a pump stoppage. Per patient history, the patient had one alarm recently due to low voltage. The patient denies any other pump stoppages and was reportedly asymptomatic. Evaluation of the x-rays by the manufacturer's technical services representative provided were unremarkable, with the exception of driveline stretching at the driveline exit site. A driveline continuity test was performed, which showed there were no broken wires. A distal end percutaneous lead (driveline) replacement was performed. After the repair was completed, the patient was connected a grounded power module patient cable and the lvad did have another pump stoppage. The patient was to received ungrounded power module patient cables for lvad support while on ac power. No additional information was provided.

Manufacturer narrative:
The report of pump stoppage and low speed events was confirmed through the analysis of the submitted system controller log file. The submitted log file revealed a single low speed and pump stoppage event on (B)(6) 2016 while the system was operating on the power module. The system resumed operating at the set speed following the event. Based on the manufacturer¿s previous complaint experience, the captured event appeared consistent with a potential driveline issue. Approximately 17.5 inches of the distal end/external portion of the driveline was replaced and returned was returned for evaluation. The driveline did show some breakdown of the metal braided shield along the connector bend relief; however, electrical continuity testing did not reveal any discontinuities or shorts and visual inspection of the wires did not find any insulation damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any insulation breaches that would have contributed to an electrical short. The submitted x-ray images appeared inconclusive for any potential wire damage. An additional pump stoppage occurred following completion of the distal end driveline replacement and the center requested two ungrounded patient cables. The patient remains ongoing on lvad support and no further issues have been reported since the patient was placed on an ungrounded patient cable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.